Manufacturer narrative:
D4-UDI:(B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, while opening the reagent bottle, the reagent splashed into both of his eyes. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4-UDI: (B)(4). Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on 22nov2023. Per the consumer, while opening the reagent bottle, the reagent splashed into both of his eyes. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in treatment.